Manufacturer narrative:
Concomitant therapies: prilosec, valsartan, escitalopram, atorvastatin, bupropion, methylphenidate, and valacyclovir. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported that a patient was injected in the lid cheek junction (both sides) and deep medial cheeks (both sides) with one syringe of juvéderm vollure¿ xc, botox®, juvéderm® ultra plus, and juvéderm voluma® xc. Patient was also injected in the oral commissures and the mental crease with two syringes of juvéderm vollure¿ xc and juvéderm volbella® xc 14 days later. Patient developed late onset nodules in the oral commissures bilaterally and the lid cheek junctions, bilaterally. Symptoms occurred approximately 4 months after 2nd dermal filler injections. The patient was seen by healthcare professional the day after symptoms were reported and was given clindamycin and also claritin to help with swelling. Two days after seeing healthcare professional for treatment the patient started a 12-day treatment of prednisone. The symptoms are ongoing. This record represents the juvéderm voluma® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00944 ((B)(4)), # 3005113652-2018-00996 ((B)(4)), # 3005113652-2018-00950 ((B)(4)), # 3005113652-2018-00998 ((B)(4)). This MDR is being submitted for the fourth suspect product, juvéderm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported that "..not all the sites injected caused the nodules, just that was all locations [where] vollure were injected." Juvéderm vollure¿ xc injection sites were reported as "nasal piriform sulcus, perioral upper lip, oral commissures and mental creases."